Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. The device showed no telemetry, no wake up pulse and no tones. It was determined that therapy was not available while the device was implanted. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed body fluid to enter the interior of the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was returned for analysis without allegation of a product performance issue.